Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. A lead revision was performed and this lead was capped, surgically abandoned and replaced with a new one. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated impedance issues and high capture thresholds. A lead revision was performed and this lead was capped, surgically abandoned and replaced with a new one. No additional adverse patient effects were reported.